Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited intermittent under sensing. Noise had been observed on the lead in the past. The device was reprogrammed and the patient would be monitored.